Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d2, d4, d6(a), d6(b), g1, g2, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The events of capsular contracture, visibility/palpability, deformation were not observed.

Event description:
Patient reported left side rupture, "increase of breast volume and higher density" and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" diagnosed via ultrasound and confirmed via CT, and "increase of breast volume and higher density". This record is for the left side. Device remains implanted.